Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - anxiety-product/procedure: unable to observe. - deflation: observed an opening assessed as surgical damage. As per the investigation procedure, broken plug strap, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported left "biocell textured implant." Healthcare professional later reported "leaky implant" caused by explant surgery. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿leaky implant.¿

Event description:
Healthcare professional reported left "biocell textured implant." Healthcare professional later reported "leaky implant" caused by explant surgery. Device was explanted.